Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 16-jun-2017, a technical support specialist (tss) addressed the reported event where the customer informed that they had dhea pt failure. Tss received requested documents and reviewed. No other information provided. No further action required. The probable cause of the event was api failure, 1 dhea sample.

Event description:
On (B)(6) 2017, a customer reported failed 1 sample of the last 2 api events with their aia-360 analyzer. Customer indicated failed 1 sample of the last 2 api events, dhea. Customer emailed requested api reports, calibration curves and levy jennings quality control (qc). The customer is unable to run dhea patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting dhea patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.